Event description:
The rptr did back to back blood glucose tests, within ten minutes of each other, using separate fingersticks. The results were 184, 336, 187 and 90 mg/dl. Rptr did not have any symptoms. A control test result was in range, 128 (102-153). On follow-up, the rptr stated that rptr sometimes adds more blood to the strip if it does not turn blue. Rptr had dropped the meter a week earlier and attributed the alleged inaccurate high results to that. No harm was alleged.